Event description:
The customer contact reported the pt rec'd more medication than intended. On (B)(6) 2011 at 1900 line a was programmed to deliver an unspecified maintenance solution at a rate of 10 ml/hr. Line b was programmed to deliver doxorubicin 16mg and vincristine 0.7mg in 1108.7ml, for a duration of 24 hrs. No further programming parameters were provided. The customer contact reported the delivery completed on (B)(6) 2011 at approx 1700 instead of 1900 as expected. The device was removed from clinical service. Therapy resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.5ml from an expected delivery of 19.9ml. Delivery accuracy for this device requires delivery of within +/-1.2ml of the IV flow sheet. Based upon the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history showed that on (B)(6) 2011 at 1057, line a was programmed in the continuous mode, to deliver at a rate of 10ml/hr, with a vtbi of 579ml. Between 1249 and 1251, all lines were put on manual hold and all lines were resumed. At 1751, line a was programmed to deliver in the continuous mode, at a rate of 100ml/hr, with a vtbi of 512ml. At 1840, line b was programmed to deliver in the continuous mode, at a rate of 46.2ml/hr, with a vtbi of 1108ml. Between 1947 and 2019, there were 2 pt line occlusion alarms and all lines were resumed twice. Between 2228 and 2346, line a was reprogrammed with a vtbi of 1000ml, all lines put on hold and resumed twice. Between 0837 and 0906, there was an alarm status 32 (empty source, line a), line a reprogrammed with a vtbi of 1000ml, all lines were put on hold and resumed. Between 1415 and 1419, there was a pt line occlusion alarm and all lines were resumed. At 1557, line b was stopped. At 1708, line b was programmed to deliver in the continuous mode, at a rate of 46.2ml, with a vtbi of 1110ml. Between 1709 and 1715, all lines put on hold and resumed, line b was stopped, line b was reprogrammed at a rate of 50.5ml/hr, line c was programmed to deliver in the continuous mode, at a rate of 25ml/hr, with a vtbi of 100ml. Between 1723 and 1724, all lines put on hold and there was an alarm status 02 (cassette unlocked). A review of the pump history indicates the pump delivered as programmed. This report represents all the info known by the rptr upon query by hospira personnel.